Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the tilt pot is not working due to the case has broken and wires are exposed.